Event description:
A surgeon reported that following use of this product during cataract surgery, a pt had inflammation near the iris which was treated with steroidal ophthalmic solution. It was also reported that a posterior capsule rupture occurred. The surgery was completed and the event is improving. The surgeon reported the inflammation near the iris is considered to be due to posterior capsule rupture during the operation; and the event is unrelated to the product. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No further info is expected. (B)(4).